Event description:
Reporting rationale: serious injury - medical intervention - permanent impairment. Reporting rationale: dislodged stent remains in patient. Device issue: stent dislodgement. It was reported that in 2008, the patient had another company's stent placed in the lad. A dissection was noted at that time in the diagonal, which was not treated. On a week later, the patient returned with thrombosis of the previously placed stent. This was treated with ballooning and the placement of a vision stent. The dissection noted in the previous procedure was still present, so the mini vision was attempted to be placed to treat it. It was passed through the previously placed stent and during the attempt, it dislodged from the balloon catheter. Snaring was attempted, but was unsuccessful and the stent was pushed to the mid lad. A guide wire was then passed through the stent lumen and a balloon catheter was used to inflate the stent in the distal lad. Where it remains, fully opposed. No patient effects were reported. No additional event or patient information is available.